Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine jaffe gen.2 results for 1 patient sample on a cobas c 503 analytical unit.. On (B)(6) 2025, the initial result was 33.8 umol/l. On (B)(6) 2025, the sample was repeated and the result was 134 umol/l with flag. The sample was also repeated on another module and the result was 132 umol/l. The repeat results were deemed correct.

Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. Calibration was last performed on 16-sep-2025 and was within specification. The qc recovery data provided was within specification. The field service engineer (fse) found that a solenoid valve had degraded and was contaminated. The fse replaced the valve, performed decontamination, and performed qc successfully. Based on the calibration and qc data, a general reagent issue could be excluded. The service maintenance actions performed by the fse resolved the issue.